Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The male luer was separated from the tubing. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. The possible root cause is based on the solvent dispenser malfunctioning. A quality alert was generated to notify personnel involved. A new washer machine to clean the dispenser was installed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the tubing is coming disconnected from bottom luer lock.